Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: race: black or african american.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pt being transported to ir for massive arterial bleed. Pt hemodynamically unstable, at maxed doses of 4 vasopressors. Pt transported m to ipp sweet accompanied by anesthesia, attending transplant md, rt, and ir staff. Pt being prepared to transfer from hospital bed to ir table. Anesthesia had control of IV pumps and vent, but this rn noticed that the patient vital signs began to deteriorate drastically. Then noticed that all pumps were alarming and not infusing. This writer went to pumps but all were locked and unable to titrate. Pump said anesthesia mode. Anesthesia was asked to fix pumps but no one knew what was happening with them. Finally got pumps to work. One rn m room asked what happened to artline reading. This rn yelled does patient have pulse. Pt went into cardiac arrest and CPR was started. Rosc achieved the first time. Patient ultimately passed away on same day. Per the surgeon the patient was likely going to die anyway, but this blip with the pumps did not help the situation and may have contributed to his demise." An incomplete date of event of (B)(6) 2019 was provided.